Manufacturer narrative:
(B)(4). The following sections could not be completed with the limited information provided.

Event description:
It was reported that during a procedure the locking bar would not fit well in the bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: van ps open intl fem-lt 62.5 catalog #183126, lot #j3632652; polished finned tib tray 75 mm, catalog #141254, lot #2015110911; biomet bone cement 1x40g, catalog #3035890011 lot#a511al1502. Reported event was confirmed through review of operative notes provided. Review of the initial and revision operative notes indicated that there were no complications noted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.